Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's pump would not maintain the set speed and would fluctuate down. The patient was then admitted and the system controller's log file was downloaded. The log file contained 12 events which indicated that the pump was disconnected from the system controller. An echocardiogram (echo) was performed by the hospital which showed evidence that the left ventricle (lv) was not unloading even when the speed was increased. The patient's lactate dehydrogenase (ldh) levels began to increase in spike of the patient being on heparin and also had coke colored urine. The hospital made the decision to exchange the lvad with another lvad. Upon the explant, a clot was found in the pump and the bend relief was detached.

Manufacturer narrative:
The user facility report was received from the (B)(6) registry. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.